Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the product was thrown away in the trash because the reamer head piece 14mm (B)(6) was broken off on the reamer rod (200089). The wrench slid a little bit and broke the medial mal or distal tibia and we had to fix the distal tibia with orif with a medial mal plate".